Event description:
It was reported that prior to an initial implant procedure of an implantable cardiac monitor (icm). The icm showed an error message of ¿do not implant¿. The icm was not used and a new icm was implanted into the patient. The patient was stable throughout.

Manufacturer narrative:
The reported event of error message was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Final analysis of device indicated device was within normal range of operation, and no error message was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.